Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5156140. D4 - primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.

Event description:
It was reported that patient's lead was capped due to product performance issue. There were no patient consequences.